Event description:
It was reported that the user ate a meal without announcing it to the ilet while waiting for elevated blood glucose reported at 421 mg/dl to trend down. The user later received education on best meal announcement practices. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included self-management at home without escalation of care. Investigation included a review of the event details and user-reported blood glucose information. Investigation of this case revealed user error related to a missed meal announcement, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.